Event description:
The IV antibiotic was hung as scheduled at 12:30 am. It was found in the morning only partially infused. The next scheduled dose was able to be infused, but not until the connection between the baxter secondary tubing and the alaris tubing was tightened.

Event description:
The IV antibiotic was hung as scheduled at 12:30 am. It was found in the morning only partially infused. The next scheduled dose was able to be infused, but not until the connection between the baxter secondary tubing and the alaris tubing was tightened.